Event description:
It was reported that a patient never had therapeutic effect and she was extremely unhappy with the device. She didn¿t feel like it was working. The trial period was better for the patient than the implant, although she didn¿t have 50 percent relief during the trial. The patient¿s doctor told her that the permanent implant would be better than the trial. Prior to implant, she was going to the bathroom 12-18 times in a day, and now she was still going to the bathroom the same amount. At the last visit with her doctor they suggested to change out the wire and put a different one in. The patient wanted to know what the success rate was before going through that again. The patient had her settings changed and her system reset but she still wasn¿t having any success. Every once in a while she turned the device off, kept a journal, and saw little variance between the two programs. The four settings were recently reset and she felt slight stimulation in the doctor¿s office. Now two of the four programs hurt the patient if she turned them on, and she had pain in her back which wasn¿t there the day they were set. This started one to two months prior to the report. The other two programs really didn¿t help. A manufacturer representative did adjustments once, otherwise the nurse did adjustments. The patient gave the programs weeks to help, but nothing helped. She didn¿t feel stimulation. The patient tried increasing the device a couple of days ago but it just hurt. The pain was in the buttocks area. She lowered it to where she didn¿t feel pain. It was also reported that the patient turned the device off because it didn¿t help her. It was unclear if the device was currently on or off. The patient decided to see a different doctor and get a second opinion to determine if she will have the device taken out. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4) implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3889-28, lot# va078uw, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still going to the bathroom 16-18 times in 24 hours. Should additional information be received a supplemental report will be filed.